Manufacturer narrative:
(B)(4). D10: p10-100-bl4l-s, lot: 260f0442304, tibia arc lt sz 4 lg 3dp strl. P10-250-tll3-s, lot: or3q88, talus chamfer lt sz 3 tps strl. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 5 weeks post implantation of a left total ankle arthroplasty the patient experienced pain, swelling and numbness. Treatment included continuation of anti-inflammatory medication and physical therapy with laser treatment. No further information has been provided.